Manufacturer narrative:
The device is expected to be returned. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. There was no impact to the customer¿s blood glucose. Reportedly the customer had an alternate pump for insulin therapy.